Event description:
The service report shows the customer reported that, the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injured as a result of the event. The user facility's biomed verified the malfunction. The biomed replaced the pressure transducer pcb. The unit passed extended self testing. The customer discarded the removed component, so no further evaluation can be conducted.

Manufacturer narrative:
Puritan bennett was not authorized to repair the ventilator. The codes selected in section h6 were determined by information provided by the customer.